Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for less than one hour. After attempting to give herself insulin, patient found the pod was leaking and adhesive wasn't secure; it was then she realized the cannula had not properly inserted in the infusion site (arm). Pod was removed and discarded. The patient was treated with intravenous fluids at the ER and was released the same day.